Event description:
Pt developed ulcer at lateral 5th metataral head, right foot: pt did not know that pt had the ulcer until spouse noticed blood on sock. Came into cardiology office for evaluation. The pt was then sent to podiatrist in 2001. Initial evaluation demonstrated a 0.9 cm in diameter, superficial ulcer. The pt had no palpable posterior - tibial or dorsalis pedis pulses bilaterally. The pt underwent debridement of the ulcer. Due to past medical history, findings of lower extremity doppler studies the pt was referred for ptca and stenting of the right femoral area. Twenty days later pt on an out-patient basis had percutaneous transluminal angioplasty and stenting of the profunda artery. Post-procedure pt's ulceration is healing, there has been return of peripheral pulses and reduction in rt leg pain.